Manufacturer narrative:
H11. Review of complaints database revealed that no further similar events were reported on this pts custom pack code nor lot number. DHR review did not identify any deviation or non-conformity during manufacturing. Based on investigation findings, the most likely root cause of the reported event was an isolated manufacturing operator error during the assembly phase, that consisted in the placement of the luer connectors on the wrong lines, against drawing indication. The involved manufacturing personnel will be involved in a dedicated training meeting awaring of the reported event. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patients' information was not provided. H11: livanova USA manufactures the pts adult pack, the incident occurred in (B)(6). Based on follow-up communications, the wrong pts assembly was confirmed. As a result of the medical assessment, the removal of the cross clamp shall be considered as a medical intervention taken to avoid adverse events. Therefore, livanova conservatively reports the event as serious injury due to additional medical intervention. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report that male and female luer connections on the cardioplegia lines of a pts adult pack had reversed male and female connections. Such problem was recognized by the operating team only after the cross clamp was already applied; immediate consequence was that cardioplegia flow stopped. Therefore, surgical team removed the cross-clamp, leading to patient minor temporary cardiac ischemia. Problem was solved changing the tape location on the sterile field table lines; then, surgery started.